Manufacturer narrative:
The unit was received with intermittent button response due to corroded keypad traces. There was no button error alarm noted. The unit was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
Customer reported that his blood glucose was 105 mg/dl. Customer stated that his insulin pump was not working correctly. Customer stated that it was alarming button error and he was unable to clear the alarm. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)